Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that his meter started to read inaccurately on (B)(6) 2015 at lunchtime, when he obtained an alleged inaccurately high blood glucose result of ¿20.5 mmol/l¿ and then again in the evening when he obtained another alleged inaccurate high reading of ¿19.9 mmol/l.¿ the patient reported that his usual readings are ¿around 8-9 mmol/l.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine as a result of obtaining the alleged inaccurate results and reported that he administered between 15-16 units of novorapid before his ¿big¿ evening meal. Approximately 10 hours after the start of the alleged issue, at around 11.00pm on (B)(6) 2015, the patient reported that he had a glass of milk. He indicated that he performed a blood glucose test on the subject meter and obtained another alleged inaccurate high reading of ¿27.5mmol/l.¿ the patient reported that as a result of obtaining this reading, he administered ¿19.9 units of soloright.¿ he alleged that after about 10 minutes, he ¿started feeling dizzy and sweating and fell on the floor and fell unconscious for 1 ½ hours.¿ the patient reported that he was then given ¿a glass of coca cola and a mars bar¿ by his wife and that he came round and felt better after ¿about ½ hour.¿ the patient also reported that about half past midnight, he borrowed his neighbor¿s otverio meter and obtained a blood glucose reading of ¿0.1 mmol/l.¿ this comparison is invalid for the purposes of determining an inaccuracy as the difference between the meter comparisons was more than 30 minutes and there was intervention of medication and food/drink between the readings. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient was using correct test strips, the correct testing technique and an approved sample site. Replacement products were sent to the patient. However, the patient had disposed of the meter so is unable to return the meter to lfs for investigation. This complaint is being reported because the patient claims he obtained inaccurately high blood glucose readings on the subject meter, administered medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.